Event description:
This is report 1 of 2 for the same event. It was reported that during a craniotomy surgery, it was observed that when the compact speed reducer device was in use with the motor device, the compact speed reducer device would not spin. There was delay in the surgical procedure. However, the duration of the delay was unknown. A spare device was available for use and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.